Manufacturer narrative:
(B)(4). Batch # n53d3d. See attached facility medwatch: (B)(4). Additional information was requested and the following was obtained: the mangled staples in the cartridge; misfire does this mean that the device would not fire (no staples deployed and not cut line started), if no, please explain; nothing was deployed in the patient. The device jammed at the first attempt at use. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was placed onto tissue but would not fire. It was removed from the patient without incident. A second device was opened and used to complete the case successfully.